Event description:
After having invisalign trays placed in my mouth I experienced, first a sore throat. Then tightness in my chest and difficulty. Breathing. I went to the ER, where I was tested for covid - negative and they took an x-ray of my chest - everything was fine on the x-ray. The ER doctor said he had difficulty diagnosing my issue, so he gave me allergy medications (pills, 2 different types), an inhaler, flonase and cough medicine. I had another occurrence (difficulty of breathing) a week or so later, so I went to my primary care doctor, I told her about the invisalign trays, she said my throat quite red and breathing seemed shallow/labored. The doctor ordered another inhaler for me (I've never used an inhaler before). I've never smoked, don't have asthma or other breathing issues. I've never had seasonal allergies, food allergies or drug allergies, etc. I'm on my third inhaler to help me breath. She ordered blood tests to detect allergic reactions, but I doubt that they test for invisalign trays. Also I've been extremely fatigued since the invisalign trays were placed in my mouth, it seems like my body is rejecting the invisalign trays and my body is "fighting off" the ill effects invisalign trays are having on me. Took the trays out for 24 hours when I went to my primary care doctor, my mouth had a really/extremely odd taste for about 24 hours, but I felt better with the trays out my dentist and her staff downplay the possibility that the invisalign trays might be the causing me an allergic reaction to them. Can you send me any literature or advice on how I should proceed?; I'm in the va health care system. FDA safety report ID # (B)(4).